Manufacturer narrative:
The reported events of the incorrect correlation and ascii characters instead of patient name could be confirmed. The root cause for the ascii characters instead of patient name was determined to be an ID-mismatch between dicomdir and the scan files. The incorrect correlation was caused by an incorrect patient scan due to an oblique angle during scan. It was determined that all reported issues were not caused due to a software malfunction, but due use error. Per imaging protocols: data archiving - achieve image date in a uncompressed dicom only format on cd, dvd, network, optical disk or usb thumb drive. Per the safety instructions for intellect cranial navigation: patient data acquisition - confirm that the images being imported are for the correct patient.

Event description:
It was reported that during service of the cranialmap neuro software that the patient identification information appeared illegible, presenting a condition where the wrong patient images could be imported. Also, when attempting to fuse the different images from the patient's MRI and CT scans, the images would not correlate correctly. The images were off about the size of an eyeball when the auto correlation was used, even when the images were adjusted manually first. Therefore, they were aligned manually. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that during service of the cranialmap neuro software that the patient identification information appeared illegible, presenting a condition where the wrong patient images could be imported. Also, when attempting to fuse the different images from the patient's MRI and CT scans, the images would not correlate correctly. The images were off about the size of an eyeball when the auto correlation was used, even when the images were adjusted manually first. Therefore, they were aligned manually. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.